Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used to remove a polyp in the rectum during an endoscopic colon polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the cold snare polypectomy could not remove the target polyp. The procedure was completed with a non-boston scientific snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Block h10: investigation results: a captivator ii snare was received for analysis. Visual inspection of the returned device revealed no problems. Functional testing was performed, and the loop could extend and retract well. Electrical testing was performed, and the device was found within specification. No other problems were noted. The reported complaint of loop failure to cut was unable to be confirmed since the device cannot be functionally tested by emulating the anatomical/procedural factors encountered during the procedure, therefore, the reported allegation cannot be concluded. Upon product analysis, the device passed functional and electrical testing. The product was also returned without any problems. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is no problem detected since the reported complaint cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used to remove a polyp in the rectum during an endoscopic colon polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, the cold snare polypectomy could not remove the target polyp. The procedure was completed with a non-boston scientific snare. There were no patient complications reported as a result of this event.